Manufacturer narrative:
(B)(4). The customer reported that the battery was depleting faster than normal. There was no report of pt involvement. A philips investigator spoke with the customer who reported that the battery was completely depleted and would not charge. The unit failed to power up on battery power when tested. The customer is ordering a new battery to resolve the failure.

Event description:
The customer reported that the battery was depleting faster than normal. There was no report of pt involvement.